Event description:
High a. Threshold on (B)(6) 2021. No recent atrial capture threshold measurements taken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).